Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was not confirmed. The device was not returned for evaluation and could not be evaluated. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR 3011050570 - 2024 - 00453 (1/2).

Event description:
It was reported that the user of the laser system smelled a burn odor and saw his uniform burning. The issue was found during a ureteroscopy and kidney stone vaporization. The procedure was prolonged by 15 minutes and was completed with a similar device without reports of patient or user harm. There were no reports of patient harm.